Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2009, the patient/lay user's mother contacted lifescan (lfs) alleging that the pt's onetouch ping meter continued to prompt "apply sample" even after a blood sample had been applied to the test strip. The pt's mother reported that the alleged issue began on the afternoon of (B)(6) 2009. The reporter stated that she was able to test with the subject meter at 9:30 am that morning. Just prior to when the alleged error message started, the reporter stated that the pt began to feel shaky. When she was unable to test with the subject meter, the reporter claimed she tested her with another meter and obtained a result of "25 mg/dl". The reporter stated that she treated the pt with juice. At the time of troubleshooting, the technical service rep noted that the alleged issue remained unresolved. Although the pt was treated for severe hypoglycemia, there is no indication that the reported issue caused or contributed to this serious injury. The pt reportedly was in serious injury prior to when the alleged issue began. In addition, there is no evidence of delay in treatment as a result of the alleged issue.